Event description:
The reporter states that she obtained the blood glucose comparison of 514 mg/dl and 160 mg/dl on the accu-chek advantage system. The results were obtained within a 10 munute timeframe. The reporter did not feel well. She could not recall if actions were taken, but she did not require third party intervention. She also states that she did not feel better afterward. No adverse event reported. New system sent to customer and return requested.